Event description:
The event is reported as: the balloon in the catheters have deteriorated or deflated causing the catheter to fall out of the patient. No patient injury reported.

Manufacturer narrative:
Evaluation: method: review of manufacturing process. Results: review of the manufacturing process and environment post to the inflation test did not reveal any item that could have contributed or caused such defect. Conclusions: the investigation revealed no inherent non-conformance or defect that might cause the defect.